Manufacturer narrative:
The evaluation noted that revision reported was likely the result of the strike plate experiencing impaction forces during repeat surgical use which led to crack initiation, propagation, and ultimate failure of the weld. The most probable root cause associated with the reported event of " broken" is associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during a procedure on a (B)(6) y/o male patient, the surgeon was broaching the canal with compaction broaches for the alteon ha. He broached to a size 10 and was unable to remove the broach. Removal of the broach from the femoral canal took place over an approx 10 minute time frame with no reported effects to the patient. The broach handle strike plate broke free from the broach handle. Another broach handle was attached and eventually the surgeon was able to remove the broach. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.